Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alleging under delivery. Customer's blood glucose value was 19.1 mmol/l at the time of incident. The customer was assisted with troubleshooting. Customer¿s other relevant blood glucose levels was 12 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.